Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recp1832 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the patient was intubated on (B)(6) 2020 due to chemotherapy, and was admitted to the hospital again on (B)(6) for chemotherapy. On (B)(6) he developed fever for 1 day. After blood culture, he was treated with piperacillin, tazobactam + fosfomycin inflammation, the body temperature dropped to normal on (B)(6) and antibiotics were stopped on (B)(6). Gram-negative bacilli were cultured in double blood on (B)(6). The doctor informed the patient that there may be bacterial colonization in the PICC tube and suggested to extubate the tube. After extubation on (B)(6), the body temperature did not reheat.